Event description:
Same case as MDR ID # 2134265-2012-08212. It was reported that during percutaneous coronary intervention (pci) procedure, the automatic pull back stopped. The 75%-90% diffused long stenosed target lesion being treated was located in the left anterior descending (lad) artery. During an auto pullback of ilab motordrive for pre imaging (run 1) there was noise and the pullback stopped. Images were available on the second and third runs. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR:the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.